Event description:
It was reported that the physician was doing a pocket revision for this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead had sensed the shock lead impedance as noise. Subsequently this rv lead was explanted and replaced. The left bundle branch (lbb) lead was replaced as well with no allegation. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the physician was doing a pocket revision for this implantable cardioverter defibrillator (ICD) due to an infection and the right ventricular (rv) lead had sensed the shock lead impedance as noise. Subsequently this rv lead was explanted and replaced. The left bundle branch (lbb) lead was replaced as well with no allegation, the physician wanted a better left bundle branch area pacing (lbbap) result. The ICD remains in service. The lead was received for investigation. No additional adverse patient effects were reported.